Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose at time of incident was 338 mg/dl. The customer was advised to clear the alarm with esc and act. The customer was to disconnect from the pump. The customer was in the hospital and stated that she wasn't feeling well and would call us back for further troubleshoot. The customer was hospitalized because she fell and hurt herself not for high or low blood glucose.